Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the phenomenon was not confirmed at the inspection of the repair dept, and from this, we could not presume. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center¿s lamp could not light up. The issue occurred during a reprocessing event. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1 (establishment name): (B)(6) health center. E1 (address - line 1): (B)(6).